Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates with multiple cartridges. Reportedly, the cartridge was filled with 300 units of insulin, and remained static 160 units after subsequent bolus deliveries. The customer experienced an elevated blood glucose (bg) level of 597 mg/dl, which was addressed with manual injections. Reportedly, the customer has manual injections available as alternate insulin therapy.